Manufacturer narrative:
(B)(4). The reported issue was confirmed during the event history log review. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. Simulated therapy was performed on the homechoice successfully. All pressures were found to be within specifications. During evaluation no failure or malfunction was identified that could have caused or contributed to the reported problem. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain error 106 alarm on a homechoice (hc) machine when the hc was turned on. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp had not started therapy yet and was about to start therapy for the night. The technical service representative (tsr) explained the alarm and arranged to swap the hc. The hp was to use manual supplies for the night. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.